Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in germany, a transcatheter valve replacement procedure was performed to implant a 26 mm sapien 3 ultra valve in the aortic position via a transfemoral approach. During the procedure, difficulties with valve alignment were encountered. During inflation of the delivery system for valve deployment, the valve migrated in a ventricular direction, with incomplete expansion of the outflow portion. Attempts were made to reposition the valve from the ventricle into the aortic position and subsequently to deploy it in the descending aorta. However, during these maneuvers, the balloon ruptured, and the valve became entrapped within the balloon.